Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that the drawer 2 unable to open even after a reboot.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a cubie row not detected on bus. The field service engineer stated that there was a bad cubie tray and replaced the cubie tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.